Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the implant was either put in wrong or it moved or something and it 'never worked' so they turned it off and have not used it for a few months. They need an MRI of the brain for headaches they have been getting. Pt also stated the belt never worked either. Pt confirmed they still have communicator, handset, recharger docking station, and charging cords. Pt stated that the hcp told the pt that 'it moved' but the pt thinks that the ins was put in a half inch lower. Pt stated that if the ins was anchored properly, how could it have lowered itself. Pt stated there is pain where the ins battery was put in. Pt stated the trial worked but, the ins does not. Pt stated they have been in constant pain for years and they were promised the implant would work but, they still have pain in their feet. Pt added that the leads are not where they are supposed to be. Pt stated they are working with the hcp for replacement or removal of the ins.